Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/05/2017, that on (B)(6) 2017, a loss of connection between the transmitter, receiver, and smart device occurred; however, the patient alleged the sensor was at fault. The sensor was inserted into the abdomen on 04/21/2017. No additional patient or event information is available.